Manufacturer narrative:
This report is for an unknown facet wedge/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression/fusion. Failed spinal decompression/fusion has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: 1 patient had general complications: postoperative surgical before discharge: cardiovascular (1). 2 patients had surgical complications: intraoperative adverse events: dural lesion (2). 4 patients had surgical complications: postoperative surgical before discharge: radiculopathy (1), motor dysfunction (1), bowel/bladder dysfunction (1), implant malposition (1). This is for depuy synthes facet wedges. This is report 1 of 2 for (B)(4).